Event description:
Pt died 2 days after placement of both a femoral tunneled dialysis catheter and a hero vascular access device in the upper extremity. No autopsy was performed so cause of death is unk.

Manufacturer narrative:
The device was not returned. The hero device was not being utilized for dialysis since it was still in the incorporation period. The femoral catheter placed at the same time as the hero was being utilized for dialysis access. As with all (B) (6) pts, this pt was at high risk for any number of sudden death events. Since no autopsy was performed, the cause of death is unk and therefore the relationship of the death to the hero device cannot be determined.